Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that one of the crossbraces are split right where the main bolt goes.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Frame, broken/cracked tubing. Broken tubing at center hole. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed with respect to the alleged issue. The cross brace for the invacare 9000 xdt wheelchair that was returned exhibited evidence that it had broken at the center hole for bolt that would attach it to the other cross brace. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Frame, broken/cracked tubing. Broken tubing at center hole. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed with respect to the alleged issue. The cross brace for the invacare 9000 xdt wheelchair that was returned exhibited evidence that it had broken at the center hole for bolt that would attach it to the other cross brace. The dealer stated that one of the crossbraces are split right where the main bolt goes.